Event description:
Distributor reports pt self-tester generated results lower than reference with the protime microcoagulation system. Pt tested on her protime instrument on (B)(6) 2012 generating resulting 1.9 inr and test result at the physician's office was 3.3 inr. Pt's therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # b2p3c047. Method: actual device evaluated (instrument). Process evaluation was performed. No ncmrs identified for this instrument. Result: reported customer plaint was not confirmed through instrument evaluation. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.